Event description:
It is reported that the pt's knee was opened and an I and d was performed for speculation of infection. A poly swap was performed and it was observed that there were some surface scratching in the surface of the poly.

Manufacturer narrative:
This report will be amended when our investigation is complete.